Manufacturer narrative:
The device was returned to olympus for inspection. No image was observed during evaluation, the reported issue was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a no image issue was found. There was no patient involvement.